Event description:
According to available information, the patient with this device experienced pain, inflection and fluid loss. The patient had an infection at the incision site and reports the device has not worked for the past year. An ultrasound as done, and no fluid was in the device. The patient is experiencing pain and tenderness in his scrotum.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is pre-cluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.